Event description:
It was reported that the haptics on one side of the intraocular lens became tilted postoperatively due to capsular contraction. Initially the pt's eye was plano with good post-op vision. Subsequently the pt developed astigmatism as the lens became tilted. Additional information has been requested. This report is for pt's right eye. Please reference MDR # 1119279-2014-00010 for pt's left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.